Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units batteries will not charge and failed. There was no patient involvement.

Manufacturer narrative:
E1 (event site postal code- (B)(6)). Additional contact information: (B)(4). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the batteries & power management board to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h6 (investigation conclusion), h11. Corrected fields: d4- UDI. The failure analysis and testing dept. Received power management board with a reported unit failure of a fault detected on the charging circuit. The fat performed a visual inspection and found the part to have a blown q27 component. Confirmed part was faulty but no root cause identified. This part is obsolete and cannot be tested by the supplier. Retained the part in the failure analysis and testing department per procedure.